Event description:
During a gastroscopy procedure, using a cre kit with a balloon size 18-19-20 mm and aided by fluoroscopy, an esophageal dilatation was attempted by surgeon. Balloon was inflated with contrast dye. Initial inflation to 18 mm was maintained for 10-30 seconds and balloon was deflated. Scope and balloon was repositioned to desired location with some difficulty. Surgeon requested balloon inflation to 20 mm. Inflation started, maintaining level of 6 atm/90 psi that corresponds with 20 mm. Request was for 60 seconds. Operator felt quick release of pressure and meter dropped to zero over 2-3 seconds (catheter balloon burst). Level of 20 mm was maintained for only 15 seconds. Syringe contains about 5 ml contrast dye that was not injected. Fluoroscopy indicated the dye was outside of the balloon. Procedure stopped and an emergency thoracotomy with distal esophageal repair of perforation was performed. Boston scientific representative was called on-site to discuss this case with the surgeon. Patient remains in ICU in stable condition.